Manufacturer narrative:
(B)(4). Incomplete firing cycle, uncut washer - blemished. Additional information was requested and the following was obtained: did the device cut? -yes. Was the cut line complete? The condition of the cut line was unknown. The analysis results found that the cdh25 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, no crunch was heard clearly after the device fired p to p. Most staples were irregular. The staple height indicator was at 1.5mm. The condition of the cutting line was unknown. Minor bleeding was found. They used hand sewing to complete the procedure.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device cut? Was the cut line complete?